Manufacturer narrative:
There was one echo-hd-19-c device of lot c727998 in stock at the time of the investigation. Removing this product from stock would not assist the complaint investigation, as the actual use conditions cannot be replicated in the laboratory. In addition, the actual complaint device was returned for evaluation and the complaint was confirmed. A 1 x echo-hd-19-c device of lot c727998 was returned for evaluation. It was returned in its original packaging and was open on receipt. The complaint information stated that user of the device had the following issue: I think the problem was the elevator and the pentax eus scope (letter) and the needle was between the elevator and the scope, that's why it was broken. The device was returned with a piece of its sheath and a piece of its needle separate from the device. On evaluation of the returned device, it was noted that the needle was broken near its tip. The piece of needle that was returned separate from the device was bent at approx 1.5 cm from its tip. The piece of sheath that was returned separate from the device measured approx 3.3 cm in length. The stylet was not returned with the device. The customer complaint could be confirmed as the needle was broken. A possible cause as per the current customer complaint description is "if the needle was between the elevator and the scope" it may have caused the needle to break and bend. If the user then attempted to advance the bend needle from the sheath it would have perforated and cut the sheath off. It is not possible to conclusively determine the root cause of this complaint as we are unable to replicate the conditions of use in the laboratory. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. The 2 year complaint history has been reviewed and this type of complaint occurrence is low. No corrective action is warranted at this time. From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The doctor used the elevator from the scope to get into the tumor and tried to get the needle in the tumor and saw the needle was broken. They removed the scope out of the patient with the sheath out of the scope. After removing the tip of the needle with a biopsy forceps, they took a boston 19 gauge and there was no problem. The tip/niche from the needle was in the tissue from the esophagus. Retrieved with a biopsy forceps. The patient did not receive any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.